Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expedium verse system is an npi to (B)(4) and we are very confident of the future of this system. Today I was in person present at a scoliosis surgery , performed by an experienced deformity surgeon, he is a solera user, but I convinced him to try expedium verse, to see the benefits of the new screw design, of the dual locking mechanism. After inserting the screws and rods, they started the reposition with derotation and compression -distraction, but to our great surprise after they tightened with the torque limiting handle the poly lock, after reposition the monoaxiality was not maintained. We also observed that the rod lock or unitized set screws were also not tightened with the torque limiting handle. After we switched to a classic expedium torque handle all inner screws were tightened. This is a 2 week old system with 3 surgeries. The torque limiting handle cannot be adjusted or maladjusted. My opinion is that the handle disengages far under 9 nm, which could be also felt by the surgeons using the expedium handle to finally tighten the set screws. There was no harm to the patient, because we could finish the surgery with the expedium handle, but there was a huge loss of reputation regarding depuy synthes and expedium verse during the surgery. Please control the calibration of the handle I am very curious about the result.

Manufacturer narrative:
Visual examination of the returned device did not have any immediately observable defects. The sample was then submitted for torque testing. The torque wrench was found to be within specification, though it averaged below the intended mean of 80 in*lb. There were no issues found in the use of this instrument. This torque wrench functions as intended. Also, there has been no damage found to the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of these products that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. No root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.